Manufacturer narrative:
(B)(4). Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure. Additionally, bd has reviewed the complaint history for this cat # and was unable to find any complaints associated with corynebacterium. We do not feel that our device is associated with this bacteria. (B)(4). A sample is not available for evaluation.

Event description:
It was reported that a 30 g x 1/2 in. Bd precision glide - specialty use sterile hypodermic needle was used for an intravitreal injection of anti-vascular endothelial growth factor (anti-vegf) agents. Three days after lucentis injection the patient presented with reduced visual acuity (counting finger), conjunctival injection (conjunctival hyperaemia), anterior chamber cell with hypopyon (hypopyon), and vitreous cell (vitreous disorder). Culture results of anterior chamber aspirate showed corynebacterium (corynebacterium infection). On an unknown date, the patient was diagnosed with endophthalmitis. The patient received a vitreous tap (tap/inject) with intravitreal injection of vancomycin and ceftazidime. The outcome of the event was not reported. After 23 months follow up, the patient's final visual acuity was 20/80. Linked to MDR #1911916-2016-00005.